Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens was torn into three pieces and a small piece of the optic was missing. There was both a reddish and a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic got caught in the cartridge and was torn during insertion. The lens was removed without any pt injury. The cq cartridge was not tested for use with the silicone lenses.